Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the hd camera head; had kinks and a cut on the cable, a smashed connector tip and it was unable to scan the unique device identifier. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the hd camera head had an image problem: the picture was not good. The issue was found during preparation for use in an unknown procedure. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over six (6) years since the subject device was manufactured. Based on the results of the investigation, the root cause could not be identified; however, it is likely that a charged coupled device failure led to the malfunction resulting in the poor color reproduction issue. Olympus will continue to monitor field performance for this device.